Event description:
It was reported the patient presented for an ablation procedure. During the patient's stay in the hospital, it was discovered the left ventricular lead had dislodged. Dislodgement was confirmed via x-ray. The lead was capped and replaced 15 jan 2024. The patient was in stable condition.